Manufacturer narrative:
Cuff: catalog #: 72401980, expiration date: 07/28/2013, serial #: (B)(4), manufacture date: 07/2008. Balloon: catalog #: 72402105, expiration date: 02/24/2014, serial #: (B)(4), manufacture date: 03/2009. Pump: catalog #: 72402287, expiration date: 03/09/2014, serial #: (B)(4). Manufacture date: 03/2009, the acticon device was visually inspected. There was a leak in the cuff that was the result of wear at a fold.

Event description:
It was reported the patient had her acticon device removed and replaced due to a leak of the cuff. No patient complications were reported in relation to this event.